Manufacturer narrative:
(B)(4). Concomitant medical products: therapy date: unknown. Unknown femoral component. Unknown tibial tray. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -04601.

Event description:
It was reported that the patient underwent initial right knee arthroplasty on an unknown date. Subsequently the patient is being considered for a revision of the poly for unknown reasons. It was noted that the locking screw mechanism is backing out of the tibial component. Attempts have been made and no further information has been provided.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was unable to be performed as the lot number of the device involved in the event is unknown. X-rays were provided and reviewed by a health care professional. Review identified backing out of the locking screw mechanism of the tibial component. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.